Manufacturer narrative:
The pump has been returned to animas. Evaluation of the pump has not yet been completed. No conclusions can be made at this time.

Event description:
It was reported that the patient woke up with elevated blood glucose levels and ketones.